Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer states the button was not unresponsive during an easy bolus attempt. The customer reported that the buttons were responding intermittently after battery change. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No button anomalies noted during testing. (B)(4).